Event description:
The customer reported being hospitalized due to diabetic ketoacidosis with a blood glucose reading of 699 mg/dl. The customer also stated that he has had trouble with the release of the insertion device. Advised that the device would be replaced. Nothing further was reported.

Manufacturer narrative:
The quick-serter was inspected for locking and proper operation. The quick-serter failed due to the walls of the inserter having excessive glue from the quick-set tape. Please see also MFR report number 3004209178-2011-80332.